Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 127, 207 and 267 mg/dl. Tests were done within 10 minutes. "Meter control solution was 116 range 104-141." Pt did not experience any adverse events. No further info has been reported.